Manufacturer narrative:
Analysis was performed by philips remote service personnel which included talking to the customer who confirmed after troubleshooting done, that the device is not reading correctly even the pump is pumping repeatedly. The blood pressure (nbp) pump needs replacement. The results of the analysis were the remote support engineer (rse) confirmed the nmp pump needs replacement and arrange for a replacement part to be sent to the customer. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective nbp pump. The issue was resolved by providing the customer a replacement part. The customer will do the repair onsite. Service history review confirm the problem has not been reported again for this device.

Event description:
It was reported the device does not read blood pressure accurately even the pump continues to pump repeatedly. The device was in clinical use. There was no report of patient or user harm.